Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that info was received from the hosp that the pt had been explanted. A re-implantation with another vorp is not considered at this time. The reason for explantation and further info is not yet available.